Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and fecal incontinence. It was reported that agent walked the patient through successfully connecting to ins and discovered MRI mode had already been deactivated. The patient reported their therapy amplitude was at 1.4 ma. Patient said the scan was yesterday, and that the therapy came back on at 1.4 ma at that time as well. The patient said they thought for some reason the amplitude was at or near 2.1 ma. Agent reviewed the possibility for the patient to increase stim if they wanted to, and reviewed therapy expectations and basic programming guidance as well. The patient increased to 1.5 ma and said they would like to keep therapy there to monitor. Agent also answered the patient's questions about charging the communicator.